Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and no further incidences of the malfunction code were reported. The customer was advised to continue using the pump and instructed to call back if issues persist.